Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a cartridge change was performed while troubleshooting with tandem technical support to try and address the issue; however, the issue persisted. Customer's blood glucose was greater than 650 mg/dl. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.